Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 3/27/2013- ppd and medical records received. After review of the medical records for MDR reportability the revision operative note indicated pain, increased metal ions, and osteolysis. There is no new additional information that would affect the existing MDR decision.

Event description:
Pt was revised to address hip pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (b)(46) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.